Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guidewire inserted smoothly but could not pass through the catheter lumen. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The guide wire was not returned for evaluation. A kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. Additionally a kink was found on the inner lumen within the membrane approximately 5.6cm from the iab tip. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was only felt at the kinked location of 5.6cm. The condition of the iab as received indicated kinks on the inner lumen and catheter tubing. A kink in the inner lumen can cause difficulty during insertion of the guide wire. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported difficulty to insert the guidewire. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.